Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The customer reported to have replaced the breath delivery cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.